Manufacturer narrative:
The fiber was not returned for analysis; therefore, a device analysis cannot be performed. However, an onsite evaluation was conducted by a boston scientific field service engineer (fse). During evaluation of the console, a broken fiber was found in the fiber port thus confirming the reported event. The fse proceeded to replace the fiber port and completed alignment. Based on the console evaluation and information available, the damaged connector component affected the device performance which led to the event.

Event description:
It was reported that the c02 fiber broke off in the laser port of the console. No patient involved.

Event description:
It was reported that the c02 fiber broke off in the console laser port of the console. There was no patient involved at the time the break occurred.